Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a button error during a bolus attempt and hospitalization. Customer indicated that they went to the hospital to make sure blood glucose was stable at 309 mg/dl. Customer was still at the hospital and they wanted to report the incident only. Customer was advised to monitor pump and follow up with doctor regarding high blood glucose.